Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 3 months, 17 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve presented stenosis with an ava of 0.58, a mean gradient of 47mmhg, velocity 4.6, di 0.34, svi 32, ef 60-65%. There is no intervention planned. The patient was treated with a 20mm sapien 3 ultra resilia valve. The initial 23mm sapien 3 ultra valve was dilated with a 22mm tru balloon, then the 20mm sapien 3 ultra resilia valve was implanted with +1cc without issue. The patient left the room in stable condition. Per the physician notes, the echocardiogram shows severe stenosis, velocity 4.5 m/s, mean gradient 50mmhg. The patient tires out easily with walking. Nyha class ii to iii, moderate exertion mostly. The patient has to stop with walking in from the parking lot. The patient denies leg swelling, syncope, or presyncope, and denies chest pain. The patient is not very active, but does the cooking and cleaning, and still drives. The patient does not use a walker, and lives with husband.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event for stenosis was confirmed based on available information to date. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.